Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that the patient was attempting to lunge when he felt a pop and pain in his hip. Presented to ER with a dissociated pinnacle liner confirmed intra-op. Only 2 ard tabs were present the remainder sheared off. The surgeon made the decision to retain the acetabular shell and replaced the liner with a 36 * 56 neutral and the femoral head with a 36+5 ceramic +5. Doi: (B)(6) 2013; dor: (B)(6) 2019, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Visual examination of the provided photograph and x-ray image confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.